Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested >8.0 inr on the coaguchek xs system using a venous sample. A repeat test using a venous sample again resulted in a reading of >8.0 inr on the coaguchek xs system while another repeat using a finger-stick resulted as 4.1 inr on the coaguchek xs system. Patient's coumadin dose was decreased. No adverse event reported. Requested return of suspect system and replacement was sent.